Event description:
Voluntary medwatch received states that the right atrial lead exhibited intermittent under-sensing and unspecified over-sensing. No intervention was performed. There were no patient consequences.